Manufacturer narrative:
(B)(4).

Event description:
It was reported a symptomatic patient experienced a fatigue of shortness of breath. This patient had a rise last month in at/af events. A cardioversion was performed but the patient went back to afib. Short duration of ams events were registered due to competitive atrial pacing. Reprogramming changes were completed. No further information is available.